Event description:
The pt was to have posterior plus instrumentation implanted from t-11 to l-5. Surgeon implanted the screws in the pedicle and had repeated trouble fastening the clip on the top of the screw/rod attachment. Surgeon could not get satisfactory fastening and removed all implants and replaced them with a competitive system. No adverse effects to the pt.